Manufacturer narrative:
One (1) expedium single innie quick-connect poly driver [product code: 2797-12-400, lot no: mi37150] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. Hardness test was performed and driver met specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. As no issues were identified in the manufacturing and release of this driver that could have contributed to the problem reported by the customer. No material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was placing a pedicle into hard bone and the tip of the driver broke off and was stuck in the screw. He left the tip in because it was stuck and continued on with the case. The case went perfect from then on.